Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip did not detach from the catheter. Reportedly, the physician pulled the deployment system, and the procedure was completed with another two resolution 360 clip devices. There were no patient complications reported as a result of this event.